Event description:
Customer reported on a bravo ph capsule that failed to attach. According to physician, she felt resistance when she pushed the plunger and when the device was pulled from pt's mouth; the capsule was bent at about a 30 degree angle. The pt was not injured following the procedure.